Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a drive/motor anomaly customer's blood glucose at time of incident was 190 mg/dl. The health care provider came on the line stated that when priming was done insulin kept coming out and piston was moving forward without pressing buttons and tried to bolus nothing came out and piston did nothing. The health care provide advised to replace the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.